Event description:
The customer contact reported one of the blades on the ac power cord plug was broken. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the one of the blades on the ac power cord was broken off. The probable cause for the broken blade is use in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord blades and ground prong. This report represents all the info known by the rptr upon query by hospira personnel.